Event description:
During an arthrogram procedure, doctor was using the fluoroscopy tower to image our patient's anatomy when the trigger for the 'on' and 'off' control became stuck in the 'on' position. The button remained stuck for about 5 seconds. I was ready to hit our emergency stop button when the physician attempted to press the trigger multiple times which resulted in the release of the trigger. This resulted in a longer radiation exposure time to our patient by only a couple seconds.